Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
The device was received from the USA for service. During servicing of the device, it was found to have a cosmetic defect. It is unknown if the device was used during surgery, and it is unknown if injury or medical intervention occurred. There was no additional information provided.